Manufacturer narrative:
(B)(4). On an unreported date, the patient completed antibiotic therapy. On an unreported date, the fluid was clear; the patient was recovered from this peritonitis event and was reported as doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with cefepime injection (route, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.